Event description:
Per the clinic, the patient experienced an extrusion of receiver stimulation and developed post op infection with discharge. Subsequently, on (b)(6) 2026 (specific date not reported); the patient was hospitalised and was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (b)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device Analysis Report attached.